Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced recurrence, mesh migration, chronic seroma, bowel obstruction due to mesh being adhered to the bowel, parts of mesh incorporated into the small bowel, exposed polyester mesh in prep eritoneal space at right groin, extensive adhesions, nausea, vomiting, did not recover bowel function, ascetic fluid within abdomen, sigmoid diverticulosis, bilateral renal cysts, and right groin pain. Post-operative patient treatment included revision surgery, lysis of adhesions, small bowel resection with anastomosis, and aspiration of seroma.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced recurrence, mesh migration, chronic seroma, bowel obstruction due to mesh being adhered to the bowel, parts of mesh incorporated into the small bowel, exposed polyester mesh in prep eritoneal space at right groin, extensive adhesions, nausea, vomiting, did not recover bowel function, ascetic fluid within abdomen, sigmoid diverticulosis, bilateral renal cysts, mental pain, enterotomy, inflammation, adhesions, mesh migration, mesh failure, scar ring, permanent impairment, loss of enjoyment of life, and right groin pain. Post-operative patient treatment included revision surgery, lysis of adhesions, small bowel resection with anastomosis, mesh revision surgery, and aspiration of seroma.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced recurrence, mesh migration, chronic seroma, bowel obstruction due to mesh being adhered to the bowel, parts of mesh incorporated into the small bowel, exposed polyester mesh in preperitoneal space at right groin, extensive adhesions, nausea, vomiting, did not recover bowel function, and ascetic fluid within abdomen. Post-operative patient treatment included revision surgery, lysis of adhesions, small bowel resection with anastomosis, and aspiration of seroma.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: weight, description of event or problem, other relevant history, medical products & therapy dates, PMA/510k, evaluation codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced recurrence, chronic seroma, bowel obstruction due to mesh being adhered to the bowel, parts of mesh incorporated into the small bowel, exposed polyester mesh in preperitoneal space at right groin, extensive adhesions, nausea, vomiting, did not recover bowel function, and ascetic fluid within abdomen. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, imf codes, ime e2402 updated to include: "hydrocele"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced bleeding, swelling, hydrocele, pain, recurrence, mesh migration, chronic seroma, bowel obstruction due to mesh being adhered to the bowel, parts of mesh incorporated into the smallbowel, exposed polyester mesh in preperitoneal space at right groin, extensive adhesions, nausea, vomiting, did not recover bowel function, ascetic fluid within abdomen, sigmoid diverticulosis, bilateral renal cysts, mental pain, enterotomy, inflammation, adhesions, mesh migration, mesh failure, scarring, permanent impairment, loss of enjoyment of life, and right groin pain. Post-operative patient treatment included laparoscopic exploration, reduction of small bowel volvulus, plication of the cecum, right hydrocelectomy, CT scan, medication, revision surgery, lysis of adhesions, small bowel resection with anastomosis, mesh revision surgery, hernia repair with new mesh, and aspiration of seroma.